Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter?s investigation, the root cause of the se 2240 was due to air being sucked into the disposable because, there was an open clamp on unused supply line. The home patient (hp) stated there were open clamps on unused supply lines. The hp stated his clamps on the organizer were still open. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The home patient (hp) contacted global technical services (gts) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) assisted the hp with troubleshooting. The hp stated there were open clamps on unused supply lines. The hp stated his clamps on the organizer were still open. The tsr explained se 2240 indicates air entered the set up. The tsr further assisted the hp to cycle power to clear alarm. The hp confirmed to start over with all new supplies. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.